Manufacturer narrative:
H2/h6: the software analysis was completed. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were alleged inaccuracies. The surgeon successfully passed registration, but noticed that the registration probe was off by 5-7mm anterior posterior. Surgeon switched out to the straight suction, and noticed that the instrument was once again off by 5-7mm anterior posterior. The surgeon re-registered the patient and got an improved accuracy metric compared to the first registration. Again, surgeon noticed that the registration probe was off when verifying registration, this time about 3-5 mm laterally. Surgeon noticed the tri cut was 3-5 mm off laterally as well. It was noted that the surgeon intermittently used the system during surgery, despite being off by 3-5mm. It was also noted that occasionally, the location of their instruments would flip to the other side of the patient. Another manufacturer representative (rep) called at a later time to troubleshoot and reported that when testing with resin head with both the flat and side emitter, registration was not able to be passed. When bert images were selected, registration was able to be passed but accuracy was significantly off. The rep also reported that registration was able to be passed after patient tracker was correctly placed on registration model. No accuracy/registration issues found with either emitter. Printcameradiagnostics showed no faults. There was less than an hour delay to the procedure, and no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.